Event description:
It was reported the during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed lesion was located in the calcified and moderately torturous left posterior tibial artery. A 0.014x175cm non-bsc guide wire was inserted through a 6fr 45cm non-bsc introducer sheath and advanced across the target lesion. The 1.5mmx20mmx 143cm coyote es monorail balloon catheter was then advanced. The balloon ruptured at 6atm on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).